Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarming of an error and her bed was wet as a result of a leaking pd cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted him to report the issues and confirmed there was no issue with overfill and no injury occurred. Per pdrn during pd treatment the patient had received an ¿m31¿ alarm and the patient attempted to remove the cassette and a fluid leak was noted. The nurse stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment and was not required to come into the clinic. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarming of an error and her bed was wet as a result of a leaking pd cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted him to report the issues and confirmed there was no issue with overfill and no injury occurred. Per pdrn during pd treatment the patient had received an ¿m31¿ alarm and the patient attempted to remove the cassette and a fluid leak was noted. The nurse stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment and was not required to come into the clinic. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The sample was available to be returned for evaluation.